Event description:
It was reported that during prostate procedure, the laser fiber was end firing rather than side firing. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.